Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No device rewind anomaly or pump error 53 noted during testing. However, pump error 53 found in formatted history file due to software error.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a twice insulin pump error alarm in last two weeks. Customer stated that the insulin pump began to rewind on his own and filled the tube on his own. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.